Event description:
The hospital reported that post an endoscopic vein harvesting procedure, hemopro2 extension cable was broke at the connector. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: e1 - changed 'event site name' from baptist hospital of se tx to baptist hosp of se texas, h6 - removed 'device not returned' (B)(4). The device was returned to the factory. A visual inspection was conducted. Signs of clinical use were observed. There was no blood observed. Both connectors appeared intact. No visual defects were observed. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2, reference adapter cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was performed with the same reference power supply, adapter cable and hemopro 2. The polyfuse successfully shut off power to the heater after prolonged periods of time and activated after the device cooled. Based on the returned condition of the device and the results of the evaluation, the reported failure "break" was not confirmed.

Manufacturer narrative:
Corrected sections: h6 - removed historical data analysis from 'evaluation method codes (4)', h10 - added comment (B)(4). This is a reusable OEM device. Therefore, a lot history review was not applicable. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that post an endoscopic vein harvesting procedure, hemopro2 extension cable was broke at the connector. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise : (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that post an endoscopic vein harvesting procedure, hemopro2 extension cable was broke at the connector. The hospital did not report any patient effects.